Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was visually and microscopically inspected for damage. The renegade device showed no damage. No breaks or kinks were identified. Inspection of the remainder of the device revealed no damage or irregularities. The breaking issue was not confirmed.

Event description:
It was reported that broken catheter occurred. A 130/20 renegade catheter-infusion was selected for use. During preparation, it was noted that 1cm from the distal part of the catheter got broken. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that broken catheter occurred. A 130/20 renegade catheter-infusion was selected for use. During preparation, it was noted that 1cm from the distal part of the catheter got broken. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.